Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: actual complaint sample can't be returned. Manufacturing and batch records have been reviewed and no issue found. Manufacturer retained sample has been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that a patient underwent a hernia procedure on (B)(6) 2019 and suture was used. During knotting in hernia ligation, the suture broke. Changed to another suture to complete. There were no adverse patient consequences reported. No additional information was provided.